Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 3 devices were received for evaluation; 3 events were confirmed during testing. Approx 1 device was found to be affected by broken down lubrication and internal corrosion. Approx 1 device was found to be affected by internal corrosion and corrosion on the bearings. Approx 1 device was found to be affected by corrosion on the bearings. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device overheated. There was no patient involvement; no patient impact.